Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) could not be depressed at all. Hemostasis was achieved with an unknown compression device. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU). The exoseal vascular closure device (vcd) was used in an interventional procedure with an antegrade approach. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use, and one exoseal device was used in the patient. Angiography verified femoral artery suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure of the target femoral site within 30 days before the procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the vcd. A 7f non-cordis sheath was used. The exoseal vcd and non-cordis sheath were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window turned solid black. No red color was seen during retraction, and no excess force was applied. The device will be returned for evaluation.